Manufacturer narrative:
The device is in possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasingly high pacing thresholds and sensing issues on the weeks following the initial implant. A computed tomography (CT) scan and a transoesophageal echocardiography (tee) revealed a perforation. A revision procedure was performed wherein a temporary chest tube was placed and the physician attempted to reposition the lead but failed after its helix could not be re-extended. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.